Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 80% stenotic, eccentric shaped, de novo lesion was located in the non-tortuous and non-calcified mid left anterior descending artery. The physician deployed a non-bsc stent and then advanced the 3.0x8mm apex balloon catheter to the lesion to post dilate the stent. No resistance was encountered during advancement. The physician then inflated the balloon to 20atms and then increased the pressure past 24atms and the balloon ruptured. There were no pt complications. The procedure was completed with the removal of this device. Pt status is reported as "stable".